Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the power button was damaged. This may result in the button getting stuck, causing the power to turn off intermittently.

Event description:
According to the customer, the bravo recorder was not responding resulting in a short study. The study lasted a total of 30 hours out of the expected 96 hour study.